Event description:
Fiberoptic iabp catheter inserted into 8 french sheath (in kit) during procedure after angiography. Fiberoptic catheter inserted with proper technique by cardiologist with continous pressure and no twisting and catheter lodged in sheath and could not be advanced. Entire sheath and catheter removed and non-fiberoptic iabp catheter inserted without difficulty.